Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath was aspirated and flushed, and was leaking. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis as it was discarded by the facility.

Manufacturer narrative:
H6: device codes- corrected. When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design.'.

Event description:
It was reported that for a procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath was aspirated and flushed, and was leaking. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been returned for analysis.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design.'

Event description:
It was reported that for a procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath was aspirated and flushed, and was leaking. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been returned for analysis.